Event description:
It was reported that the craniotome device was leaking black liquid. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available. It was unknown if there was patient harm, adverse outcome or injury alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device has been returned. Reliability engineering evaluated the device, and the reported condition was not confirmed. Pre-repair was unable to perform a functional assessment due to the inability to lock attachment onto a motor. As a result, the event could not be duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.